Manufacturer narrative:
Additional narrative: the 510k#: device is a veterinary product. No patient information will be reported. Date of device breakage is not known. Date of implant/explant is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is for a veterinary case. There was no human patient involvement. It was reported the dynamic compression plate with limited bone contact (lc-dcp) was implanted and affixed with six (6) cortex screws. On unknown date it was determined that the plate broke. Revision surgery was required. Concomitant devices reported: cortex screw (part number unknown, lot number unknown, quantity 6). This report is for one (1) 2.0mm/1.5mm lc-dcp plate. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is a veterinary product. No patient information will be reported. Part: vp3012.10; lot: h260159; part manufacture date: january 13, 2017; manufacturing location: elmira; part expiration date: n/a; nonconformance noted: n/a; device history record (DHR) review: a review of the DHR revealed no complaint related anomalies. The DHR shows this lot of 2.00mm/1.5mm lc-dcp plate 10 holes/61mm-1.5mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device evaluation: investigation flow: broken . Visual inspection: the plate was received with a roughly transverse break through the hole directly above the part number etching; the fourth hole from the end of the plate. Slight bending over the length of the plate was also observed. The balance of the device shows surface wear consistent with implant and which would not impact the functionality. The x-rays provided were reviewed. The x-ray shows the broken plate. The location of the break is consistent with the received device. If was observed that screws were used in the 1st, 3rd, 4th, 6th,8th, and 10th holes (proximal to distal). An overall arch to the plate was also observed. Thus, it was determined the received condition does agree with the complaint description. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. 2.0mm/1.5mm lc-dcp plate, 1.5mm thick, veterinary; during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: the thickness of the plate was inspected on each side of the break and measured 1.43mm (6 hole segment)/1.42mm (3 hole segment) which is within the specification of 1.5mm +0.05/-0.12 [1.55 - 1.38]. Measured using calipers ca592. The width of the plate was inspected on each side of the break and measured 5.40mm (6 hole segment)/5.41mm (3 hole segment) which is within the specification of 5.5mm +0.2/-0.5 [5 - 5.7]. Measured using calipers ca592. Material review: review of the DHR showed that this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the plate is broken as reported. No definitive root cause was able to be determined as the circumstances surrounding the event and over the implant duration are unknown. The received condition is consistent with bending and eventual breakage due to exceeding load and fatigue of the plate. During the investigation no design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. H3, h4, h6: a review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the patient was not healing and was successfully treated with a new dcp plate.